Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -17.0/2.5/107 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a same model/length lens.reportedly, "this lens is implanted into the eye at a 90 degree angle." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4: a6: unk. H6: type of investigation: 4110: lens work order search: no similar complaint type events reported for units within the same lot. Claim #: 734043.